Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date manufacturer became aware of the event. Explant date: over a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16854949/16854949. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 15744399/15754089.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned. No further information has been obtained despite good faith efforts.